Event description:
The cannula accessory was returned as part of a field removal action. No patient harm, adverse outcome or injury was reported. Medwatch MFR. Report # 2955842-2007-00353 was also sent to the FDA. This report only pertains to the field removal action from this specific site.

Manufacturer narrative:
The accessory was returned and evaluated. Engineering observed a small ledge at the bowl/tube interface which is located around all around the inner diameter. It was determined that the tip deformation has the potential to cause instrument scraping in certain loading conditions. No other damage was found. The site has previously returned an instrument with scraping. The following medwatch report was sent to the FDA regarding this instrument: MFR report #2955842-2007-00142